Event description:
It was reported that during a cholecystectomy procedure, the clip fell out. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/16/2008. Information anticipated, but unavailable at this time.